Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the exchange is poor positioning of the implant. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. A minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.

Event description:
We became aware on (B)(6) 2019 that a sign im nail implanted to repair a fracture was replaced due to poor positioning. The im nail was replaced with a 10mm x 340mm standard im nail per the sign technique manual. Surgeon comment: "surgeons missed a mid shaft fracture of the femur which was noticed only when post op x-rays were done. He's being planned for a revision of the fixation by the managing team."